Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following a treatment. She was not certain of the leak's source or what day it had leaked for certain as she found the fluid after moving the cycler. All recently used sets were discarded. During follow up the pt reported that she did not have any signs of infection. No adverse event reported at this time.